Event description:
It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2009-00062.

Manufacturer narrative:
The device will not be returned for evaluation, as it was consumed in the event.